Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had declared elective replacement indicator (eri) battery status in june. However, an autocapacitor reformation performed in july showed a charge time of 28.1 seconds with a monitoring voltage of 2.41 volts. The clinician expected the charge time to be less while at eri. The device was explanted for normal eri and replaced with a cardiac resynchronization therapy defibrillator (crt-d) due to the patient's heart failure. Upon receipt, engineering calculations determined that this device did not meet expected longevity predictions as described in labeling.